Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).